Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) in the esophagus, performed in 2009. According to the complainant, during the procedure, the physician was able to deploy the first band successfully but when he attempted to deploy the second band, he found that both suction and vision was poor, and he could not draw the varix into the housing fully. The physician did not deploy the second band. The speedband band ligator was removed from the scope. The patient was re-scoped and the procedure completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.